Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other non-malignant pain. The patient reported that after 6 years, the ins had stopped working. The patient reported that she checked the device with the patient programmer (pp) and noticed it had stopped working. The patient confirmed that the ins light was blinking. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had a replacement on (B)(6) 2017 due to normal battery depletion. The ins was discarded by the customer. No further complications were reported or anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Event description:
Additional information was received from the patient on 2017-05-30. The patient reported that the battery wouldn¿t work. The patient reported that the battery stopped working after 7 years. The patient reported that she put in a new battery to no avail. The patient reported that they were waiting on the clinic in (B)(6) to send her records to (B)(6). The patient reported that she didn¿t know how much the device helped her until it stopped working. No further complications were reported.